Manufacturer narrative:
The field service engineer identified a sampling issue and replaced the sample probe. The root cause of the event was due to an insufficient operator's maintenance. The service action (replacing the sample probe) resolved the issue.

Manufacturer narrative:
The crep2 reagent lot number was 71018001 with an expiration date of 31-nov-2023. The calibration trace showed that the calibration was acceptable. Qc was performed and was not acceptable. Sample probes were replaced. The investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. Sample 1 (patient 1): on (B)(6) 2023: initial result: 190 umol/l (B)(6) 2023: 1st repeat result: 70 umol/l ( new fresh blood drawn). 2nd repeat result: 74 umol/l (rerun of original sample). Sample 2 (patient 2): on (B)(6) 2023: initial result: 244 umol/l on (B)(6) 2023: 1st repeat result: 79 umol/l (rerun with automatic dilution). A new fresh blood sample was taken and tested: 2nd repeat result: 77 umol/l (new fresh blood sample). 3rd repeat result: 78 umol/l (rerun of the fresh blood sample). The questionable results were reported outside the laboratory. The physician called in questioning the results as they did not match the patients' historical results. The samples were then repeated. Sample 1: the repeat results of 70 umol/l and 74 umol/l were believed to be correct. Sample 2: the repeat results of 77 umol/l and 79 umol/l were believed to be correct. An amended report with the correct results was then reported outside the laboratory to the physician.